Event description:
A falsely elevated troponin I result of 40.0 ng/ml was obtained on a patient sample. The result was not reported to the physician. The original sample was diluted and retested and a result of 0.07 ng/ml was obtained. Several other samples from the same patient yielded similar results. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was heterophilic antibody.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was heterophilic antibody. The IFU for dimension ctni flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies." The instrument is performing within specifications.